Event description:
Patient presented to the physician with pain and swelling at the ipg site. Physician aspirated the area in the clinic and determined it was a seroma. Physician prescribed antibiotics.